Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the observation of helix difficulty based on a failing helix mechanism due to the helix being deformed. Moreover, testing was completed to assess lead electrical performance and inner insulation integrity where lead passes the test. Also, measurements throughout these tests were within normal limits. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead it was observed that measurement of the lead was poor after screwing. Hence, another attempt was made and upon removing the lead and it was noted that the lead screw was deformed that opted to use another lead. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead it was observed that measurement of the lead was poor after screwing. Hence, another attempt was made and upon removing the lead, it was noted that the lead screw was deformed that opted to use another lead. A new lead was successfully implanted. No adverse patient effects were reported.